Event description:
Boston scientific received information that the patient reported symptoms of not feeling well, no details provided at the time of the call. In addition they reported being told the device wasn't working. There was no additional information found regarding this allegation. The local field representative was contacted regarding this and had no further information. There were no adverse patient effects reported.

Manufacturer narrative:
According to our records the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.